Event description:
Caller alleged discrepant inratio high inr result in comparison to the lab inr result. Results are as follows: date - (B)(6) 2014; inratio inr: 6.0; lab inr: 1.5. The time between testing was two (2) hrs. Reportedly, the pt "milking" the finger after the finger stick, and unable to obtain sufficient blood sample. Pt states that she started seeing higher readings after the monitor was dropped on (B)(6) 2014. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.